Manufacturer narrative:
(B)(4). The pump was returned for evaluation. Examination of the returned pump did not reveal any deposition or thrombus formation on the smooth or textured blood-contacting surfaces that would have affected pump function. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The instructions for use lists driveline infection as a potential adverse event associated with the use of the left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was diagnosed with a bacterial driveline infection. The patient was given IV and oral antibiotics. A decision was made to exchange the patient's pump, and on (B)(6) 2015 the pump was exchanged with a new lvad. The patient incidentally received a heart transplant the following day.

Event description:
Additional information: it was reported that the patient did not receive a heart transplant on (B)(6) 2015. The transplant was reported in error. The patient remains ongoing on lvad support.